Manufacturer narrative:
The recipient reportedly experienced granulation and pus at the implant site. On (B)(6) 2016, the recipient underwent a surgical lavage, debridement, drainage of hematoma and a flap rotation. The recipient was treated with cefadroxil 50mg for 1.5 months, however, the recipient's condition did not improve. The recipient was never hospitalized. On (B)(4) 2017, the recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
UDI number: (B)(4). Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced head trauma causing inflammation and secretion at the implant site. The recipient was treated with cefadroxil, however, the recipient's condition did not improve. On (B)(6) 2016, the recipient was hospitalized and underwent a surgical lavage, debridement, and a flap rotation. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient's infection has reportedly resolved.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.